Event description:
Oracle ro (B)(4): no occlusion alarm (during testing/no patient injury).

Manufacturer narrative:
Other, one cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with with valves worn out to the point they looked smooth. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed alarm evidence of the reported issue. To further investigate, a functional check test was performed. Customer's reported problem was duplicated. The downstream occlusion sensor did not occlude during the pressure test. Both valves and expulsor were replaced.